Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported the procedure was to treat a perforation in the distal circumflex (cx)artery. The 2.80x16mm rx graftmaster stent delivery system (sds) was advanced however the stent dislodged from the balloon in the mid cx. The stent graft had to be deployed where it dislodged outside the target lesion. Another 2.80x16mm graftmaster was advanced and the stent graft deployed in the distal cx however the perforation was not sealed. A 3.50x16mm graftmaster was also deployed in the distal cx however again the perforation was not sealed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement could not be determined. The reported foreign body in patient and treatment appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation updated from ¿yes¿ to ¿no¿.